Event description:
The optical module was reported by the customer as having the message "cable not working. Svo2 could not be measured". No patient injury was reported.

Manufacturer narrative:
The optical module was returned to an edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found that the error code was svo2 drifting. The svo2 value was found to be out of specification after in-vitro calibration was performed. The trilens (optical lens) was visually examined and no damage was noted. The device history record for this device was reviewed and all manufacturing requirements were met. The faulty cable cannot be repaired and was decommissioned.